Event description:
Customer reported a past event involving high blood glucose levels with the specific value unknown but indicated as "high." Cause was not known. To resolve the high blood glucose levels, the customer took corrective boluses via pump and multiple daily injections. Technical support recommended consulting a healthcare professional to discuss possible factors affecting blood glucose levels, and the customer understood this suggestion.